Event description:
The customer reported that during an evaluation of the device the cable on the capacitor was noted to be defective. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.